Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up arrow button was intermittently unresponsive and required multiple presses to elicit a response. The patient reported no damage to the keypad. The patient denied moisture to the pump. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the keypad was observe to be peeling from the bottom of the ok button. The keypad buttons were tested and found that the up arrow button was intermittently responding to presses. The keypad was removed and contamination was found under the contrast, up, and down button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored upon powering on. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.